Event description:
It was reported that following initial treatment in 2006 with a urethral bulking implant, the patient experienced a urinary tract infection the following month. The patient tested positive on her urine analysis and was prescribed leviquin. The patient was retreated with the implant two weeks late. The patient tested positive on her urine analysis in 2007, experiencing frequency, urgency, and pain and was prescribed leviquin. The patient developed a pararectal abscess and later developed an abdominal wall abscess. The doctor does not believe the abscesses are related to the bulking implant. The patient was referred to another urologist and a cystoscopy was performed. The urologist did not observe any exposed, eroded, or extruded implant material. The implant material was still visible at the injection site and the urethra appeared fine. The next month, a MRI was performed. The patient tested positive on her urine analysis and was admitted to hospital to have the abscess drained. Four days later, a MRI was performed. Eight days later, the patient returned to her doctor and a cystoscopy was performed. The doctor observed a chunk of extruded implant material in the bladder and removed via graspers. , a CT was performed and the radiologist observed the abscess and it was drained. The patient is currently healing but incontinent.

Manufacturer narrative:
The lot number is unknown, therefore, no review of the device history record could be performed. The instructions for use states that the device forms a cohesive, spongy mass that serves to bulk surrounding tissue and is not subject to absorption or enzymatic breakdown within the body. The low viscosity of the implant solution and the cohesive mass of the resulting implant require specific attention to the injection site, needle orientation, depth of needle placement, rate of injection, and injection volume, in order to achieve the highest rate of success. Treatment related adverse events reported during clinical studies include bulking material injected in the bladder. This occurred in 4% (7) of 174 clinical study patients. Most treatment related adverse events occurred within 24 hours of treatment and subsequently resolved within 30 days. Labeling states if residual implant material is visible outside the injection site, use the cystoscope sheath or the injection needle tip to gently work the material free. Remove the excess material or allow it to be flushed out with the irrigation fluid.